Event description:
The hosp reported that during a procedure, the camera did not work and there was no image on the video screen. The procedure was completed with the use of a different, but similar device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed that there was no image. There was no evidence of fluid invasion in the control body unit, light guide connector or in the video connector. The cause of this difficulty cannot be conclusively identified. The device was subjected to complete refurbishment whereupon it successfully completed all standard test and procedures and the device has been returned to the customer. This report is being filed as an MDR in an abundance of caution.